Event description:
Additional information received reported that the record had been deleted as this was a normal expected occurrence in surgery and not an event.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0a4g4, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0a4g4, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a small hemorrhage of the left lateral ventricle following implantation of a deep brain stimulation (dbs) system in the patient¿s subthalamic nucleus (stn). The patient was reported as having hospitalized from (B)(6) 2013 to monitor the hemorrhage. A CT scan was reported as being taken on (B)(6) 2013 that showed the small hemorrhage. On (B)(6) 2013, two CT scans were taken that showed that the hemorrhage was stable, there was no new hemorrhage, and that a small amount of blood persisted in the left occipital horn. It was noted that the hemorrhage was related to the implantation procedure and may have been related to the dbs device. The patient was reported as having recovered without sequelae.